Event description:
Event description guidant received information that when attempting to prep for implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated using two differnt programmers. It is reported that the device may still be in storage mode due to the noted battery depletion upon the first interrogation.